Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers 0001417243 and 0001414358 were performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a growing trend in reports of this failure mode was identified. A corrective action project was opened to further investigate these defects. A voluntary recall pi-21-4292-fa was issue for the leak failure mode in the lumbar puncture trays. Please see attached recall notification letter. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. Defect reported at the base of the manometer where the stop cock is connected, clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. It's affecting 2 lot numbers but not consistently. I do not believe this can issue is attributed to user error, the manometer has been securely placed in the stop-cock. Were there any adverse events as a result of the reported failure? Unknown but not reported. Is a sample available to return for evaluation? No, it was discarded onsite at the time of the event.

Event description:
It was reported that clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. Verbatim: defect reported at the base of the manometer where the stop cock is connected, clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. It's affecting 2 lot numbers but not consistently. I do not believe this can issue is attributed to user error, the manometer has been securely placed in the stop-cock. 09-nov-21 - response - ¿ were there any adverse events as a result of the reported failure? Unknown but not reported. ¿ is a sample available to return for evaluation? No, it was discarded onsite at the time of the event.

Manufacturer narrative:
Pr 3895139 follow-up emdr for device evaluation: two trays from lot number 0001415038 and one tray from lot number 0001417243 were provided to our quality team for investigation. Through visual inspection, it was observed that the manometer bottoms were missing from the trays therefore functional testing could not be performed. The reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers 0001417243, 0001414358 and 0001415038 were performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a growing trend in reports of this failure mode was identified. A corrective action project was opened to further investigate these defects. A voluntary recall pi-21-4292-fa was issue for the leak failure mode in the lumbar puncture trays. Please see attached recall notification letter. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Medical device lot #: 0001415038. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-05-04.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0001414358, medical device expiration date: 2022-03-31, device manufacture date: 2021-04-27. Medical device lot #: 0001417243, medical device expiration date: 2022-04-30, device manufacture date: 2021-05-19.

Event description:
It was reported that clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. Verbatim: defect reported at the base of the manometer where the stop cock is connected, clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. It's affecting 2 lot numbers but not consistently. I do not believe this can issue is attributed to user error, the manometer has been securely placed in the stop-cock. Were there any adverse events as a result of the reported failure? Unknown but not reported.